Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and high pacing thresholds. The sensing and impedance measurements were within normal range. The local area sales representative was contacted for additional information; however, was not able to provide additional information at that time. Technical services (ts) discussed troubleshooting and programming options. Additional information was received which reported that the lead was later explanted due to dislodgement and loss of capture. Lead removal difficulty was also reported. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the lead tip was missing and appeared to have been torn off. Laboratory testing was unable to reproduce the reported loss of capture, high thresholds, or dislodgement. Laboratory analysis did confirm the report of removal difficulty, based on the analysis finding of the induced lead damage. Additional analysis noted that upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed. The tip of the lead was not returned. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the lead tip was missing and appeared to have been torn off. Laboratory testing was unable to reproduce the reported loss of capture, high thresholds, or dislodgement. Laboratory analysis did confirm the report of removal difficulty, based on the analysis finding of the induced lead damage.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and high pacing thresholds. The sensing and impedance measurements were within normal range. The local area sales representative was contacted for additional information; however, was not able to provide additional information at that time. Technical services (ts) discussed troubleshooting and programming options. Additional information was received which reported that the lead was later explanted due to dislodgement and loss of capture. Lead removal difficulty was also reported. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and high pacing thresholds. The sensing and impedance measurements were within normal range. The local area sales representative was contacted for additional information; however, was not able to provide additional information at that time. Technical services (ts) discussed troubleshooting and programming options. Additional information was received which reported that the lead was later explanted due to dislodgement and loss of capture. Lead removal difficulty was also reported. No additional adverse patient effects were reported.